Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: good afternoon, a locking d&g in a dr. Pratt robotic hernia case broke apart in the patient just now here is the picture of the instrument compared to another. I believe the va will be filing an incident report. This has not happened here before, let me know how to proceed. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be excessive force, or rotational force with the jaw under load. The device manufacture date is not known.

Event description:
It was reported that there was a potential for pieces of the device being left in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a potential for pieces of the device being left in the patient.